Event description:
Overdelivery reported. The pump was set to deliver a demerol concentration of 10mg/ml (300mg vial). A loading dose of 7.5mg was started. After 1 1/2 to 2 minutes the nurse noted it was still infusing but very slowly. The display read 2.7mg, and she stopped the pump when she decided there was something wrong with the way the pump was delivering. When she checked the vial, approx 25mg (2.5ml) was gone. She double checked the settings to make sure she had entered demerol as the drug, which was reportedly what the display did show. No pt harm reported, although the pt's blood pressure dropped from a systolic of 120 to 85 and the pt complained of some dizziness. The intravenous fluid rate was increased. The head of the bed was lowered and the flow rate of oxygen already in place was increased. The pt remained "coherent" throughout the problem. The customer had no report of any pt harm.